Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed no presence of pvd in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "while the physician was pulling the balloon back in the artery after contact with the sheath and before the arteriotomy the balloon ruptured." The device was removed and the patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr lot (lot f1323203) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.